Event description:
It was reported that immediately post operatively following a deep brain stimulation (dbs) implant procedure, the patient who is enrolled in a clinical study, experienced delirium which was mild in severity. The patient was administered medications. The physician assessed that the event had a casual relationship to the procedure and was not related to the device or the stimulation.